Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID: 3487a-33 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2004; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was caller reported that for the last couple weeks, they felt like they had a 'sticker' on their back or something and they couldn't figure out what it was. Caller stated they thought it was their skin but then they realized it kind of felt like a current so they shut the stimulator off and when they do that it goes away but when they put therapy back on, it comes back. Caller thinks there might be a nick or something in the 'wire' (agent understood this as a lead) that there's a little bit of current coming out. Pt stated that this does not bother them and it is not super uncomfortable. Pt noted that the battery is in their lower back and they have leads in their head for head pain. The patient was redirected to their healthcare provider to further address the issue.